Manufacturer narrative:
This MDR was generated in error. Based on the information provided, there is no reportable product malfunction, serious injury, or death related to any fresenius device(s) or product(s); therefore, the file will remain non-reportable and an MDR will not be submitted. Should additional information become available, the file will be reassessed and updated accordingly.

Event description:
A user facility¿s registered nurse (rn) reported that on a fresenius combiset bloodline the venous chamber port pigtail clamp was not holding enough pressure when clamped to attach the syringe when administrating medication. There was no blood loss, patient serious injury or adverse event reported. It is unknown if the complaint device is available to be returned to the manufacturer for evaluation. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.